Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was undersensing of r wave noted during one of recorded episodes on the implantable cardiac monitor (icm) device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the icm device showed diminished r-waves which was a false pause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.